Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation = lay user/patient. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 9:00 am, the result from the meter was 6.0 inr. At an unknown time, the result from the unknown meter was 3.7 inr. Ten minutes later, the result from a lab using an unknown reagent was 3.0 inr. The therapeutic range was 2.0-3.0 inr. The patient was discharged from the hospital (knee surgery) and was now returning from heparin to marcumar.